Event description:
The malleable device was implanted, date not indicated. The malleable device was removed from the pt and an ipp device implanted due to "pt dissatisfaction -fit-flaccidity." Ams has requested additional info.